Event description:
The event occurred in china. It was reported that the closing assy on the rotaflow drive broken during treatment and the device was exchanged. No harm to any person has been reported. Due to the reported exchange a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in china. It was reported that the closing assy on the rotaflow drive broken during treatment and the device was exchanged. No harm to any person has been reported. The affected rotaflow console with s/n 14031190 was investigated by a getinge field service technician. The technician was able to confirm the reported failure. The rf drive closing cover kit (article number 70101.1680) has been replaced. The device passed all functional and safety tests according to the specifications. The reported failure "closing assy broken" was already investigated by our lce. Most probable root causes could be determined: too excessive force. Weakening due to manufacturing errors (air inclusions). Weakening due to aging. Uv light (sun) or contact with chemicals. Based in the information available at this time the reported failure "closing assy broken" could be confirmed. The review of the non-conformities was performed on (B)(6) 2024 and during the period of (B)(6) 2018 to (B)(6) 2024 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow drive in question was produced on (B)(6) 2018. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.